Event description:
The customer stated that he received the letter regarding the drive support cap, and stated that his insulin pump might be affected. Had the customer inspect the cap, and he stated it was indented but it also appears to be loose. Advised the customer that it's supposed to be indented but definitely not loose. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a protruded/loose drive support disk.